Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar scissors tip cover accessory was coming off. The doctor noticed the tip cover accessory was falling off during the procedure. The tip cover accessory did not fall inside the patient. The doctor could not confirm if the issue was related to electrolube. The procedure was completed as planned with no reported injury. Multiple attempts have been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.